Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver. 2 results for three patient samples. Patient 1 initial result was 2408.5 umol/l and the repeat result was 86.6 umol/l. On (B)(6) 2017: patient 2 initial result was 791.7 umol/l and the repeat result was 81 umol/l. Patient 3 initial result was 372.8 umol/l and the repeat result was 104 umol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the rinse volumes were too low and he adjusted them and cleaned and rinsed the pipettors. He checked the probes and rinse station nozzle, adjusted the photometer, and performed a cell blank measurement.